Event description:
A case study was submitted for review titled: case report- dual guiding catheter technique to treat type iii coronary artery perforations. A patient with no comorbidities presented with non st elevation mi (nstemi). A coronary angiogram (cag) showed significant double vessel disease- type 3 left anterior descending artery (lad) with mid segment 90% calcific stenosis and the vessel had an angulated bend in mid lad. The dominant right coronary artery (rca) had critical focal stenosis in mid rca with timi ii flow. Rca pci (percutaneous coronary intervention) was done with timi iii flow. A staged procedure was performed in the lad. During this procedure a right femoral 6 french (f) arterial access was taken. The vessel was cannulated with a 6f medtronic 3.5 ebu (extra back up) guide catheter. The lesion was wired with 0.014 inch non-medtronic (mdt) coronary guide wire. A second buddy wire was taken to help negotiate the balloon and stent in the bend. The lesion was pre-dilated with 2.5 x 10mm semi-compliant balloon at 14 atm. A 3 x 36mm drug eluting stent (des) was deployed at 12 atm. A non-compliant medtronic sprinter balloon was used for post-dilatation at 20 atm. The control angiography after post-dilatation showed type iii ellis severe perforation in the mid-stent, near the bend. The post-dilatation balloon, which was in the guide catheter, was re-introduced immediately to the site of perforation and balloon occlusion at 6 atm was done to seal the perforation. An echocardiography showed a moderate pericardial effusion with right atrial diastolic collapse, which suggested tamponade. The patient had hemodynamic instability and a fall in blood pressure in that short span of time. Urgent pericardiocentesis was performed with auto-transfusion into the femoral venous access site and the hemodynamics stabilized. Intermittent balloon occlusion at site of perforation was continued for 20 minutes. Act (activated clotting time) was 200 seconds. Dual guide access strategy was planned as deflation of balloon for even a short span of time was causing fluctuation in hemodynamics. An alternate 7 french left femoral arterial access was taken and a 7fjudkins left guide catheter introduced. The existing ebu guide catheter was disengaged from left main coronary artery, while the balloon was kept inflated in the lesion. The 7f guide catheter was positioned parallel to the first guide catheter and was used to cannulate the left coronary artery. A floppy coronary 0.014 inch medtronic cougar guide wire was advanced until the proximal part of the inflated balloon. Just before it had to cross the site of perforation, the sealing balloon was deflated quickly. The guide wire was then crossed to the distal vessel. The balloon was re-inflated. A 2.8 x 26mm non-mdt covered stent was then deployed at 17 atm. Check shoot showed sealing of the perforation with timi iii flow. However, the patient had thrombus in ostial lad and lcx (left circumflex artery). The lcx was wired and thrombus aspiration performed. Ostio-proximal lad was dottered. Patient was stabilized in the cardiac care unit. Dual antiplatelet therapy with aspirin and ticagrelor were continued. Check angiogram done on day 3 showed resolution of thrombus. Patient was discharged on day 6 in a stable state.

Manufacturer narrative:
Journal article: case report- dual guiding catheter technique to treat type iii coronary artery perforations authors: nanjappa veena, k.s. Sadanand, b. Nikhil, c.n. Manjunath journal: ihj cardiovascular case reports (cvcr) year: 2021 reference: https://doi.org/10.1016/j.ihjccr.2021.07.002. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no causal relationships between the 6f ebu guide catheter, the nc sprinter balloon or the cougar guidewire and any of the adverse events. According to the physician the procedural complications were due to the bend and not obvious calcium present. Nc sprinter balloon used was a 3 x 12 mm size. Patient weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.